Event description:
It was reported while using bd phaseal optima protector (p13-o) breakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the protector skirt flew off the vial cap and broke off. They spiked 4 vials today and out of 4 vials , 1 had broke.

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, a broken protector pin was observed. This likely occurred due to the force of connecting the protector onto the vial, there is no visible issue to indicate the protector could not fit securely onto the vial. A device history review was performed for lot 2201414, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue retained samples of the same lot were used for additional evaluation. The product was visually inspected and no damage or defects were observed. Functional testing was performed, connecting the protector sample to a vial, injector, and syringe per the instructions for use provided with the product. In all cases the protector was properly fitted to the vial, liquid was able to be drawn from the vial, and the product functioned as intended. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device, including verification that all critical dimensions are within specification, no issues related to the reported issue were noted. Based on our investigation we cannot identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal optima protector (p13-o) breakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the protector skirt flew off the vial cap and broke off. They spiked 4 vials today and out of 4 vials , 1 had broke.